Event description:
It was reported that a patient underwent a total hip arthroplasty, and experienced a hip dislocation approximately two weeks post-implantation. At this time, it is unknown whether any intervention, such as closed reduction or revision has been performed. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10: associated products: desc: 32mm i.d. Size d neutral liner; item#: 30103204; lot#: 67145302. Desc: g7 osseoti multihole 50mm d; item#: 110010263; lot#: 67257028. Desc: mod ml taper fem st 10; item#: 00-7713-010-00; lot#: 67431950. Desc: kinectiv modular neck k; item#: 00-7848-002-00; lot#: 67350720. G2: foreign - event occurred in japan. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5; d2; d4; d9; g3; h4; h6. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored in order to identify potential adverse trends. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a total hip arthroplasty, and experienced a hip dislocation approximately two weeks post-implantation. The patient is reported to be still under follow-up, so no revision has been performed. No further event information available at the time of this report.